Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros crea result was obtained from a single patient sample tested on a vitros 5600 integrated system. The most likely assignable cause of the event is unknown. A sample related issue cannot be completely ruled out as it is unknown if the customer was following the sample collection device manufacturer recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Historic vitros crea quality control results were acceptable within the timeframe of the event, indicating that vitros crea slide lot 1531-3499-6401 was performing as intended on the vitros 5600 system. A performance issue with the vitros 5600 system did not likely contribute to the event as a vitros crea within-run precision test was within-in acceptance criteria. However, a vitros crea within-run precision test is not a diagnostic within-run precision test that is used to assess performance of the vitros 5600 system. Therefore, an instrument performance issue cannot be completely ruled out as contributing to the event. Email address for contact office above is (B)(4).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a non-reproducible, higher than expected result obtained from a single patient sample using the vitros clinical chemistry products creatinine (crea) slides on a vitros 5600 integrated system. Patient sample crea result of 3.06 mg/dl vs. The expected result of 0.45 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros crea result was reported outside of the laboratory, however, a corrected result was issues and no treatment was given, changed, or withheld based on the reported vitros crea result. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).